Event description:
Unexpected negative reaction with anti-s was observed with cell #6 of panocell-16.

Manufacturer narrative:
The presence of the s antigen on cell 6 of the retention lot was confirmed. The customer's returned cell 6 was hemolyzed and was nonreactive with various anti-s reagents. According to product labeling, "reagent red blood cells should not be used if the cells darken, spontaneously clump, or if there is significant hemolysis." There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.